Event description:
Boston scientific received information that during routine follow-up at the physician's office, this right ventricular lead was not sensing appropriately along with loss of capture. Likewise, it was also noted that chest x-ray was performed which suggested dislodgement. Arrhythmia logbook contained several non-sustained ventricular tachycardia and supraventricular tachycardia episodes. All stored electrograms were noted with noise on the ventricular channel. This rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin. The subsequent root cause analysis of the bend indicated, that mechanical forces during the application of the fixation tool should be taken into consideration. This damage can be considered as the root cause for the observed sensing issues as mentioned in the complaint description. Further analysis revealed abrasion marks along the lead body. The insulation was found intact. In summary, the is-1 connector pin was found to be deformed. The analysis did not reveal any sign of a material or manufacturing problem.